Event description:
The customer reported that the insulin pump had physical damaged. Customer's blood glucose was 158 mg/dl. Customer stated that there was a crack on the base of the reservoir housing. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.